Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis with half the parts in the plunger head missing including the right plunger case. Event log history was performed and indicated that there was force sensor and force sensor background test errors recorded in history. During analysis, the reported issue was not able to be duplicated. Service installed missing parts of the plunger head and replaced force sensor and plunger cable as a preventative measure. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical medfusion pump exhibited inclusion error, force sensor error, and background sensor error. No adverse effects were reported.